Manufacturer narrative:
H10: the remote service engineer recommended that the customer order the identified parts and directly install them at the customer site. The device remains on site. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Unable to confirm serial number. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer contacted the customer care solution center and alleged that the complaint device had suffered a damaged screen after an unspecified drop and requested support. The complaint device was not in clinical use at the time that the issue was discovered.